Event description:
The pt is a 56-yr-old white female who initially had bilateral breast augmentation in 7/61 using another prosthesis. The prosthesis required removal in 1972 because of pain, discomfort and contracture. New silicone gel implants were inserted in 1972. The pt did well until 1980 when she developed asthma. This asthma continued unabated such that she has developed chronic obstructive pulmonary disease. She is at the present time a non-smoker.